Event description:
During a pta to an unknown target vessel, the balloon was reported to have burst during the initial inflation. There were no reported adverse effects to the pt. It is unknown, how the procedure was completed. As per the reporting affiliate, no add'l pt or procedural info is available. The product is available for evaluation and testing; however, it has not been rec'd to date (which is indicated as "other" under section h3 code). Add'l info will be submitted within 30 days of receipt.